Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be fully functional.

Event description:
The customer reported that the display is frozen. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be fully functional. Model # corrected from 23786 to 25480.

Event description:
The customer reported that the display is frozen. No consequences or impact to patient were reported.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the display is frozen. No consequences or impact to patient were reported.